Manufacturer narrative:
With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection and heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the clinical site that the patient's spouse reported a temperature of 101.8 at home with chills and no other symptoms on (B)(6) 2016. It was stated that the patient was direct admitted to the hospital complained of chest pain on admission. Infectious disease (ID) was consulted and agreed with intravenous (IV) antibiotics for presumed endocarditis. Peripherally inserted central catheter (PICC) line placed for antibiotic run of 4-6 weeks. It was further stated that while that patient was hospitalized the patient developed volume overload. It was stated that the issues have resolved on (B)(6) 2016. No additional information available.